Event description:
It was reported that the ventilator was left in standby mode while it was connected to a pt. As soon as it was discovered the pt was bagged and the ventilator was taken out of svc. (B)(4).

Manufacturer narrative:
Reference exemption #: (B)(4).